Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2012; 5076-45 lead, implanted: (B)(6) 2012.

Event description:
It was reported that within one day of implant, the left ventricular lead had dislodged and had no capture. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.